Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly involved in a house fire. There was no report of patient harm or injury. Repeated attempts for additional information has been unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a house fire. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.